Manufacturer narrative:
Gschliesser, v., hogl, b., frauscher, b., brandauer, e., poewe,w., luef, g. "Mode of vagus nerve stimulation differentially affects sleep related breathing in patients with epilepsy", seizure (2009) article in press.

Event description:
It was reported in an article reviewed by manufacturer which investigated the influence on vagus nerve stimulation with standard mode (30 sec on and 5 min off) and rapid cycling mode (7 sec on 12 sec off) on sleep related breathing. The findings for patient 2 (male) was an increase in the flow limitation index with the rapid cycling mode compared to the standard mode.